Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating the drive tires are popping the spoke out of the wheel rims.